Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high thresholds, preventing the lead from pacing normally. As a result, the lead was replaced, and the procedure was completed with a non-bsc product. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high thresholds, preventing the lead from pacing normally. As a result, the lead was replaced, and the procedure was completed with a new lead of a different model. No adverse patient effects were reported. This lead is expected for return. Additional information: this lead was received for product investigation. This report includes device technical analysis.